Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated falsely decreased calcium results on a patient sample. The results provided were: 4.2 / 8.9 / 9.2mg/dl. There was no impact to patient management reported. There was no additional patient information provided.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a review for similar complaints, and a review of labeling. The customer stated that the architect analyzer generated falsely decreased calcium results on a patient sample. The results provided were: 4.2 / 8.9 / 9.2mg/dl. In-house testing was performed on architect systems (c4000) on the returned patient sample and serum pool. The calcium testing results met abbott specifications as stated in the assay package insert. The customer's complaint issue of patient sample generating erratic falsely decreased results was not seen in the assay. The calcium package insert has adequate labeling for reagent and sample handling and states that interferences from medications or endogenous substances may affect results. A review of the operations manual shows adequate troubleshooting for erratic results. A review of complaints over the last 12 months indicated no trend associated with the complaint issue. The clinical chemistry calcium reagent, list number 3l79-21, is performing within specification. Based on the data available and the results of this investigation, no product deficiency or malfunction was identified with calcium reagent list number 3l79-21.